Event description:
Customer reported device = 107 mg/dl. Customer later went into a seizure at 4 am. Paramedics were called. Device = 109 mg/dl. Customer was taken to hospital and then discharged. On a second occasion, device = 10 at 10:50 - 11 am. At 1:00, customer had a seizure. Customer was admitted to the hospital. No treatment information was provided. On a third occasion, customer device = 80 mg/dl at 7:06. At 10:28, device = 514 mg/dl. Customer was treated with orange juice and crackers. A request was made for return product and replacement product was sent.